Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the same cartridge and an accurate fill estimate was received. Blood glucose was 132 mg/dl.